Event description:
A malfunction alarm was reported with a pump, displaying malfunction code malf 16. There was no reported impact on the customer's blood glucose level. The customer was instructed by technical support to switch to a multiple daily injection backup therapy and a replacement pump was arranged to be sent.